Event description:
Boston scientific received information that during a routine clinical follow-up, low right ventricular sensing and abnormally high thresholds, were exhibited. The physician suspected a micro dislodgment of this lead; however, indicated that follow-up would occur in 2-3 months for further evaluation. If a dislodgement was then confirmed, intervention would ensue. No pauses in pacing were observed an no allegations against the product. Additionally, no adverse patient effects were reported.

Manufacturer narrative:
If further information is received, a follow-up report will be submitted.